Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The customer clarified that they were wearing the insulin pump during their low blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice in the past few weeks due to low blood glucose with blood glucose of 38 mg/dl at the time of one of the incidents. The customer was at 79 mg/dl at the time of the call, and 40 mg/dl at the time of admission. The customer used food, juice, and soda to treat. The customer experienced symptoms such as fainting. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer stated that they were having insulin being delivered via the injection port. The insulin pump will not be returned for analysis.